Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries ((B)(6)) were returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6)manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of (B)(6)revealed that the battery passed visual inspection and functional testing. A review of (B)(6) internal log revealed that the lifetime max cell voltage had values above the anticipated maximum cell voltage. This observation is an additional finding not related to the reported event. A possible root cause of the out of range maximum lifetime cell voltage values in the internal log can be attributed to a manufacturing error. Based on this observation, it is possible that a cell pair, at some point in time, exceeded the threshold of 4.3v. However, this could not be confirmed due to the out of range values in the internal logs. When a battery cell exceeds the voltage threshold, the battery will not charge until the voltage decreases below the threshold, triggering a cell-over-voltage (cov) flag. Further investigation using a representative sample revealed that a cell over voltage condition was replicated while a battery was connected to a battery charger when the battery was charged to its full capacity. It is likely the battery (B)(6) experienced a cell-over-voltage condition during the reported not charging event. Failure analysis of (B)(6)revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. Further investigation using a representative sample revealed that the enabled zvchg fet event can be replicated by exposing the battery to electrostatic discharge (esd). The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file did not reveal any premature power switching events within the analyzed period. Log file analysis revealed a controller power up event on (B)(6) 2020 at 19:35:11. The data point prior to the loss of power revealed that a battery was connected to power port one with 51% relative state of charge (rsoc) and another battery was connected to power port two with 25% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one and a third battery was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 36 seconds. As a result, the reported loss of power, not charging, and battery "inability to provide power" events were confirmed; however, the reported premature power switching event was not confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2020. (B)(6) had been lubricated prior to release. The most likely root cause of the reported not charging event can be attributed, but not limited to, a fully charged battery connected to a battery charger, resulting in an o vervoltage fault detected by the analog front end (afe) integrated circuit, and/or an esd event. The most likely root cause of the reported battery "inability to provide power" event can be attributed to an esd event. CAPA pr00519785 is investigating battery failures related to esd. A possible root cause of the controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: serial #: (B)(6) d9: yes, return date: 06-jan-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2020 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 24-jun-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0708, a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data associated with the controller. The controller subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 description of event problem additional product: h6 FDA img code:g04035 investigation of this event was completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller exhibited a loss of power.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c , d and g codes. Product event summary: based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported not charging, and battery "inability to provide power" events involving bat904271 has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6), h6: img code(s): g02002, h6: FDA results code(s): c02, h6: FDA conclusion code(s): d01. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: b5 a supplemental report is being submitted for a correction. B5 description of event problem corrected to clarify that the controller remains in use. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller remains in use.

Manufacturer narrative:
Additional products: heartware ventricular assist system battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2021 / serial #: (B)(4) UDI #: (B)(4). Device evaluated: no. No, device evaluation anticipated, but not yet begun .mfg date: 02-sep-2020. Labeled for single use: (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the batteries exhibited power switching and an inability to provide power associated with a ventricular assist device (vad) stop. It was also reported that one of the batteries exhibited an inability to charge. The batteries were exchanged. No patient complications have been reported as a result of this event.